Manufacturer narrative:
The insulin pump received with no button response on all buttons due to unlocked keypad connector on lcd board. No sticky buttons, blank display, or display anomaly noted. No damage inside pump noted. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no button response. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 95 mg/dl. After troubleshooting, display screen did not return. Customer also experienced a keypad anomaly. Customer reported that the up arrow button was not responding. Customer was advised that insulin pump would need to be replaced.